Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while loading the device during a laparoscopic sleeve gastrectomy procedure on (B)(6) 2017, there was a problem loading the reload onto the adaptor. The reload was not able to be fully seated or was pushed down to twist on. The tech tried multiple times but it was not successful. The status of the reload indicator was off. The handle was not able to recognize the reload and the stapler was not able to fire. The surgeon was not able to press the green button and squeeze the handle. They opened a new reload to resolve the issue in order to complete the case. There was no patient injury. The device is expected to be returned for evaluation.